Manufacturer narrative:
The samples were lithium heparin plasma with a gel barrier, and were centrifuged for 10 minutes at 3600 rpm. The samples were aspirated from the collection tubes via cta (closed tube aliquotter). Sample 1/2 was normal in appearance without visible debris or fibrin. Qc was within the established ranges prior to and after the event. System checks were performed on (B)(4) 2011 and after the event. The results met the specifications. There was no error or flag associated with the erroneous result. The customer repeated patient samples from (B)(6) 2011 and all were reproducible. Service was on site on (B)(4) 2011, and performed the high sensitivity system check, which met the specifications. The field service engineer (fse) ran cardiac qc, and the results were within the customer's established ranges. No hardware issues were noted, and no clear root cause for this event could be determined.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously low troponin (accutni) result within the normal reference range generated by unicel dxc 600i access 2 immunoassay system for one patient sample. The result was reported out of the laboratory. Repeat tests on the same and on subsequent samples produced results above the ami cutoff. There was no report of death, injury, or change to patient treatment in connection with this event.